Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer did not receive an alert prior to their low blood glucose (bg) event. The customer's bg value was 54 mg/dl. The customer declined to perform further troubleshooting with tandem technical support.